Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: on investigation, the pump would not power on and was completely unresponsive. On examination, there was moisture damage observed inside the battery compartment. There were multiple cracks in the battery compartment. Leak testing revealed moisture leakage into the battery compartment though the battery compartment cracks. There was no moisture damage to the pump¿s interior compartment. Investigation confirmed the complaint.